Event description:
On (B)(6) 2014, the reporter contacted lifescan (B)(4), alleging error unknown. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 ¿ (09/05/2014). The lay user/patient¿s test strips and meter have been returned and were evaluated by lifescan product analysis on 07/04/2014 and 08/29/2014, respectively, with the following findings:the test strips passed all testing with no faults found. The reported issue could not be confirmed. Error message is observed in the meter's error log, but error was not reproduced during the investigation. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.